Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent a fusion procedure on (B)(6) 2008. Surgeon performed a posterior fusion from l3 to l4 and l4 to l5, using rhbmp-2/acs and a t-plif spacer. Following the surgery, patient developed pain, spinal bone overgrowth, foot drop, radiating leg pain, "electric shock" pain from the back of his legs, weakness in his legs, numbness, and other injuries.